Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4) - the dentist reported the removal of the dental implant in the same day of the surgical procedure. The dentist also reported that nerve encroachment occurred. The dental implant was installed in intraoral region #14 and bone graft was executed.